Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and needed multiple attempts to activate the pump screen. There was no reported impact on the customer¿s blood glucose level. Technical support instructed the caller on how to press the button correctly, but the issue persisted. As a result, technical support arranged to replace the pump under warranty. The customer was informed on how to place the pump into storage mode and agreed to return the faulty device within 10 days. Customer continued to use the pump for insulin therapy.